Event description:
During an unrelated lead revision, the isoflex lead was explanted and replaced due to dislodgement. The patient was in stable condition.

Manufacturer narrative:
A complete lead with all four tines intact was received for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray of the connector region and distal assembly was normal. Visual analysis found damages that are consistent with that occurring at the time of explant.